Event description:
During an arthroscopic procedure, the physician was utilizing a speedstitch suturing device and speedstitch magnumwire suture cartridges. When the physician pulled the handle to deploy the sutures, the suture cartridge ejected from the handle. The physician requested a new handle. Once the sutures were loaded, the physician attempted to deploy the sutures with the new handle; however, the suture cartridge ejected from the handle once again. A competitor's product was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device 1 of 3. Reference manufacturer reports: 20302380-2011-00122, 00123. The lot number of the above-referenced device was not available; therefore, no manufacturing or expiration date can be determined.